Event description:
The customer reported the evis lucera gastrointestinal videoscope exhibited the air/water supply was weak. The issue was observed during maintenance. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation revealed the following findings: the light guide lens was chipped with no sharp edges, the boot had damage, angle skipping occurred during angle operation and there was no air or water flow from the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was blue plastic. Olympus will continue to monitor field performance for this device.